Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided photo confirms the pin inserter has fractured. The device was not returned for further evaluation. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke during surgery. No additional information is available.